Event description:
System has a flexible drill taht is extremely difficult to impossible to clean. Debris could be left inside and not seen. Even using modern hospital cleaning equipment and techniques it cannot be thoroughly cleaned.